Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on 5/21/2014 and mesh was implanted. It was reported that the patient underwent revision surgery on 2/10/2021 due to hernia recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental (B)(4) form.